Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited multiple episodes of undersensing due to loss of contact with the intended tissue. The physician elected to continue to monitor the device. There were no adverse consequences to the patient.